Event description:
Following placement of the excluder components, final ballooning was performed. During withdrawal of the balloon catheter, the tip caught on the edge of the 12fr introducer sheath causing it to dislodge from the access site resulting in blood loss greater than one liter. No transfusion was deemed necessary.